Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred in the therapy initiated on (B)(6) 2011 22:15:10. During night drain cycle 1, the patient's ultrafiltration reading was 1854ml, indicating the home patient (hp) drained 1854ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. (B)(6).

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. There was not enough information in the logs to determine a cause. If any additional information is received, a follow-up will be sent.